Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that on several occasions while pushing doxorubicin, chemo would leak at the connection of the texium syringe to the smartsite port on the primary set. No patient or staff harm reported.